Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance became worse gradually since the beginning of 2017. Re-implantation had been completed for this case on (B)(6) 2017.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during investigation are most likely related to explantation surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Hearing performance became worse gradually since the (B)(6)2017. There was neither a problem with the external devices nor head trauma reported. The recipient was re-implanted.